Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and the balloon was tightly folded. The hypotube shaft was completely separated 71.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There were no visible damage or irregularities on outer and inner shaft. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 4.00mm nc quantum apex balloon catheter was selected; however, the physician noted that the shaft broke. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 12mm x 4.00mm nc quantum apex¿ balloon catheter was selected; however, the physician noted that the shaft broke. No patient complications were reported.